Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model 694758, right ventricular (rv) lead; implant: (B)(6) 2011. Model: 5076-52, right atrial (ra) lead; implant: (B)(6) 2011. Model: 5071-35, left ventricular (lv) lead; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that an intervention was required to remove and replace a bi-v implantable cardioverter defibrillator (ICD) due to early battery depletion. No patient complications have been reported as a result of this event.